Event description:
The customer reported that during a procedure, the blade broke off while in use. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.